Event description:
The user facility reported that their amsco c series sterilizer leaked water and steam. Procedures were cancelled as a result of this event. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.